Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported system error 2058 alarm. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. It also found that this device was no longer in its original manufacture condition. A review of the event history log did not identify issues related to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A visual inspection was performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A simulated therapy was performed successfully using the returned device. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The evaluation was unable to duplicate the reported alarm. The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving a system error 2058 on the homechoice device. Whether or not this error occurred during patient use was not reported. No negative clinical consequences were reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.